Event description:
This lead was explanted due to intermittent undersensing and loss of sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. During further inspection, a bend in the distal part of the lead was noted. As the root cause of the observed damages, tensile forces applied during the explantation procedure should be taken into consideration. In summary, the lead¿s distal part was found partly pulled out of the ring electrode, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.